Manufacturer narrative:
Part number # (B)(4) is not distributed in the us; however, there is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k841872. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube herniated in a oval shape during pt use. The caller reported that this reported deficiency resulted in short term desaturation and brachycardia to the pt. The end clinician elected to extubate the pt and reintubate with a replacement tube. The tube was replaced without further incident to the pt.